Event description:
Increased pain in the knee/pain 2 days post injection in the right knee/pain was not where it was before the injection, it was on her knee-cap and the outer aspect of her knee cap/worse pain in her knee [injection site joint pain] ([condition aggravated]) increased swelling in the knee/swelling 2 days post injection in the right knee/swelling was not huge [injection site joint swelling] ([condition aggravated]). Case narrative: initial information received from united states on 20-may-2023 along with a live follow-up dated 23-may-2023, both processed together with a clock start date of 20-may-2023, regarding an unsolicited valid serious case received from a patient. This case involves a 71 years old female patient who experienced increased pain in the knee/pain 2 days post injection in the right knee/pain was not where it was before the injection, it was on her knee-cap and the outer aspect of her knee cap/worse pain in her knee and increased swelling in the knee/swelling 2 days post injection in the right knee/swelling was not huge after receiving medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical treatment(s), concomitant medication(s) and family history were not provided. The patient reported that the pain was not where it was before the injection, it was on her knee-cap and the outer aspect of her knee cap. On (B)(6) 2023, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection into the right knee at a dose of 1 df (dosage form) once via route intra-articular (strength: 48mg/6ml) (with an unknown expiry date and batch number) for osteoarthritis. Information on batch number and expiry date was requested. First time product used: yes. Still using product: no. The patient had symptoms that she would like to report post synvisc one injection. The patient reported pain (injection site joint pain) and swelling (injection site joint swelling) 2 days post injection in the right knee of synvisc-one (onset date: (B)(6) 2023, latency: 2 days). She stated that the symptoms started 2 days after the procedure when she attempted to walk. She was vague and hard to pin down about specifics on the actual symptoms. The swelling "was not huge". The patient reported that she had an injection of synvisc one into her knee on monday evening ((B)(6) 2023) and it was now saturday morning ((B)(6) 2023). She had some increased pain in the knee and swelling (condition aggravated) and she did notice on her doctor who put her on a prescription for medrol pack. Doctor treated her with medrol and recommended, leg elevation, ice and over the counter pain relief. She reported that the symptoms had gradually resolved and lasted for 4 days. She just wanted to report that, she doesn't know how long or how often these things would occur. She tried to read up on it. But she was hoping it goes away because she didn't pay all that money to have worse pain in her knee. It was pretty debilitating. Action taken: not applicable for both events. Corrective treatment: methylprednisolone (medrol) and recommended leg elevation, ice and over the counter pain relief for both events. At time of reporting, the outcome was recovered on 21-may-2023 for both events. Seriousness criteria: intervention required for both events. A ptc (product technical complaint) was initiated on 20-may-2023, for synvisc-one (lot - unknown, expiry date: unknown) with global ptc number (B)(4). The sample was not available. The ptc stated: preliminary assessment: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii - (dp 25may23). Investigation (em 02jun2023) the product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process as per rdg-sop-000055. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis as per rdgsop- 000440 to determine if a CAPA (corrective and preventive actions) is required. The final investigation for the ptc was completed on 05-jun-2023. It was reported that without a complaint sample and without a batch number an investigation was not possible. No investigation can be conducted without a batch number and/or returned sample. Additional information was received on 20-may-2023 via quality department from other healthcare professional. Ptc details added, strength added. Text amended. Additional information was received on 05-jun-2023 via quality department from other healthcare professional. Ptc details added. Text amended.

Event description:
Increased pain in the knee/pain 2 days post injection in the right knee/pain was not where it was before the injection, it was on her knee-cap and the outer aspect of her knee cap/worse pain in her knee [injection site joint pain] ([condition aggravated]) increased swelling in the knee/swelling 2 days post injection in the right knee/swelling was not huge [injection site joint swelling] ([condition aggravated]). Case narrative: initial information received from united states on 20-may-2023 along with a live follow-up dated 23-may-2023, both processed together with a clock start date of 20-may-2023, regarding an unsolicited valid serious case received from a patient. This case involves a 71 years old female patient who experienced increased pain in the knee/pain 2 days post injection in the right knee/pain was not where it was before the injection, it was on her knee-cap and the outer aspect of her knee cap/worse pain in her knee and increased swelling in the knee/swelling 2 days post injection in the right knee/swelling was not huge after receiving medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical treatment(s), concomitant medication(s) and family history were not provided. The patient reported that the pain was not where it was before the injection, it was on her knee-cap and the outer aspect of her knee cap. On (B)(6) 2023, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection into the right knee at a dose of 1 df (dosage form) once via route intra-articular (strength: 48mg/6ml) (with an unknown expiry date and batch number) for osteoarthritis. Information on batch number and expiry date was requested. First time product used: yes. Still using product: no. The patient had symptoms that she would like to report post synvisc one injection. The patient reported pain (injection site joint pain) and swelling (injection site joint swelling) 2 days post injection in the right knee of synvisc-one (onset date: (B)(6) 2023, latency: 2 days). She stated that the symptoms started 2 days after the procedure when she attempted to walk. She was vague and hard to pin down about specifics on the actual symptoms. The swelling "was not huge". The patient reported that she had an injection of synvisc one into her knee on monday evening ((B)(6) 2023) and it was now saturday morning ((B)(6) 2023). She had some increased pain in the knee and swelling (condition aggravated) and she did notice on her doctor who put her on a prescription for medrol pack. Doctor treated her with medrol and recommended, leg elevation, ice and over the counter pain relief. She reported that the symptoms had gradually resolved and lasted for 4 days. She just wanted to report that, she doesn't know how long or how often these things would occur. She tried to read up on it. But she was hoping it goes away because she didn't pay all that money to have worse pain in her knee. It was pretty debilitating. Action taken: not applicable for both events. Corrective treatment: methylprednisolone (medrol) and recommended leg elevation, ice and over the counter pain relief for both events. At time of reporting, the outcome was recovered on 21-may-2023 for both events. Seriousness criteria: intervention required for both events. A ptc (product technical complaint) was initiated on 20-may-2023, for synvisc-one (lot - unknown, expiry date: unknown) with global ptc number 100329764. The sample was not available. The ptc stated that it was in process. Additional information was received on 20-may-2023 via quality department from other healthcare professional. Ptc details added, strength added. Text amended.

Manufacturer narrative:
Sanofi company comment dated 20-may-2023: new follow up information received does not change the previous assessment of this case. This case involves a 71 years old female patient who experienced increased pain in the knee/pain 2 days post injection in the right knee/pain was not where it was before the injection, it was on her knee-cap and the outer aspect of her knee cap/worse pain in her knee and increased swelling in the knee/swelling 2 days post injection in the right knee/swelling was not huge after receiving medical device hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the limited information provided regarding this case, causal role of the company suspect device cannot be denied for the occurrence of events, however case will be re-evaluated post further update on patient's underlying disease conditions, past drug history, personal and family history, the details of which will aid in comprehensive case assessment.

Event description:
Increased pain in the knee/pain 2 days post injection in the right knee/pain was not where it was before the injection, it was on her knee-cap and the outer aspect of her knee cap/worse pain in her knee [injection site joint pain] ([condition aggravated]) increased swelling in the knee/swelling 2 days post injection in the right knee/swelling was not huge [injection site joint swelling] ([condition aggravated]). Case narrative: initial information received from united states on (B)(6) 2023 along with a live follow-up dated (B)(6) 2023, both processed together with a clock start date of (B)(6) 2023, regarding an unsolicited valid serious case received from a patient. This case involves a 71 years old female patient who experienced increased pain in the knee/pain 2 days post injection in the right knee/pain was not where it was before the injection, it was on her knee-cap and the outer aspect of her knee cap/worse pain in her knee and increased swelling in the knee/swelling 2 days post injection in the right knee/swelling was not huge after receiving medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical treatment(s), concomitant medication(s) and family history were not provided. The patient reported that the pain was not where it was before the injection, it was on her knee-cap and the outer aspect of her knee cap. On (B)(6) 2023, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection into the right knee at a dose of 1 df (dosage form) once via route intra-articular (with an unknown strength, expiry date and batch number) for osteoarthritis. Information on batch number and expiry date was requested. First time product used: yes. Still using product: no. The patient had symptoms that she would like to report post synvisc one injection. The patient reported pain (injection site joint pain) and swelling (injection site joint swelling) 2 days post injection in the right knee of synvisc-one (onset date: (B)(6) 2023, latency: 2 days). She stated that the symptoms started 2 days after the procedure when she attempted to walk. She was vague and hard to pin down about specifics on the actual symptoms. The swelling "was not huge". The patient reported that she had an injection of synvisc one into her knee on monday evening ((B)(6) 2023) and it was now saturday morning ((B)(6) 2023). She had some increased pain in the knee and swelling (condition aggravated) and she did notice on her doctor who put her on a prescription for medrol pack. Doctor treated her with medrol and recommended, leg elevation, ice and over the counter pain relief. She reported that the symptoms had gradually resolved and lasted for 4 days. She just wanted to report that, she doesn't know how long or how often these things would occur. She tried to read up on it. But she was hoping it goes away because she didn't pay all that money to have worse pain in her knee. It was pretty debilitating. Action taken: not applicable for both events. Corrective treatment: methylprednisolone (medrol) and recommended leg elevation, ice and over the counter pain relief for both events. At time of reporting, the outcome was recovered on (B)(6) 2023 for both events. Seriousness criteria: intervention required for both events. A product technical complaint (ptc) was initiated, and the results were pending for the same.